Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support in loading a new cartridge using the proper technique, and they were able to successfully resume insulin therapy. Original cartridge lot number was unavailable.